Manufacturer narrative:
Device UDI not provided. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding a navigation instrument used during a spinal fusion procedure. It was reported that a spin clamp was damaged at the site. There was no reported impact on patient outcome. No further information was available.